Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Per customer service patient's current photos show anterior open bite has gotten worse during treatment. Referred to clinical team to confirm patient is contraindicated due to the severe anterior open bite worsening during treatment. Patient is contraindicated. Update received from byte dentist that states byte cannot address this problem because the patient needs comprehensive orthodontic treatment. Closing patient's open bite will be difficult and not possible with aligners that are not utilizing attachments.